Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a bad force sensor with calibration reading high. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. A force sensor calibration check showed the pump is not detecting the correct force at (B)(4). The force sensor resistance was found to be in specification. Pump successfully passed a (B)(4) flow accuracy test. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.